Event description:
It was reported that the patient had the artificial urinary sphincter removed due to urethral atrophy and incontinence . A new artificial urinary sphincter was implanted. No patient complications were reported.